Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device history lot : sterile part # 201.932s; sterile lot # 256l540; release to warehouse date: 30.nov.2023; expiration date: 01.nov.2033; supplier: (B)(4). Manufacturing site: werk selzach logistik . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 201.932; lot number: 8467p68; manufacturing site: mezzovico. Release to warehouse date: 16 nov 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: initial reporter is j&j company representative. G4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2024, two (2) imf 12mm length screws broke /sheared while putting them in to the patients jaw. Fragments are in patients jaw and cannot be removed. Surgery was delayed an unknown amount of time. It is unknown if the procedure was completed successfully. This report is for one imf screw ø2 l12 sst. This is report 2 of 2 for (B)(4).